Event description:
Literature: lee jy, han jh, kim hj jeon bs, kim dg, paek sh. Stn dbs of advanced parkinson's disease experienced in a specialized monitoring unit with a prospective protocol. J korean neurosurg soc. 2008:44(1):26-35.e. Summary: this study evaluated a total patients from 2005 - early 2006 to assess the short term outcome of stn stimulation for patients with advanced pd evaluated in a 24h monitoring unit for movement disorder. Patient suffered adverse effects after dbs surgery. 3d CT scan of patient examined immediately after stn dbs demonstrated that an electrode targeted on the left stn was indwelled in the third ventricle. The patient underwent re-operation two days after the initial surgery to reposition the left electrode. See manufacturer report number: 2182207-2009-02211.